Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported that the customer was hospitalized. She stated that they had received a battery out limit alarm. The blood glucose reading was 378 mg/dl. Customer was treated with manual injection. Customer had experienced chest pain, numbness, high ketones, and had a surgery for appendicitis. The blood glucose reading at the time of the hospitalization was 729 mg/dl. Customer was hospitalized for diabetic ketoacidosis and a ruptured appendix. Customer's mother found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the battery was not previously used and that the insulin pump had not been dropped or bumped. She stated that the battery cap was not loose, cracked or damaged. Nothing further was reported.